Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury related to this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory, but could not duplicate the reproted event. The cse inspected the device and replaced the psol as a precautionary action. The unit passed extended self testing.